Manufacturer narrative:
Device evaluation: three photos were provided by the customer. One showed an extension set with no damage observed. The second showed a close-up of the distal end asv valve with its original cap attached and no damage was observed. The third showed a close-up of the top side of the inline filter with no damage observed. One sample was received in used condition. The visual inspection found no damage. During the functional testing, the fluid flowed through the whole device and no leaks were found. The customer reported issue was not confirmed. A root cause was unable to be confirmed. A DHR review was unable to be completed as no lot number was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during use of the product, there was leakage of medical fluid from the filter part; the patient changed it to a new one. No adverse patient effect was reported.